Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from osseosp. Profile ev 4.8pc-9 mm catalog # 25459 to osseosp. Tx profile 4.5-9 mm catalog # 25029. This is a follow up report for this corrected information. Correcting UDI # from to (B)(4). This is a follow up report for this corrected information.